Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the procedure was completed by moving the patient into another system. A philips field service engineer (fse) went onsite and identified that the amc(automatic motion control) unit was damaged, which caused the geometry to stop functioning. The system log files indicated multiple motor assembly errors related to the stand, denoted by drv=4, thereby confirming the geometry issues. To resolve this issue, fse replaced the amc triple servo unit. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.